Manufacturer narrative:
Product ID 37791, serial# unknown,.product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the device getting hot/feeling like it was burning/swelling/tight is that they were charging the device for almost an hour and it felt tight in the back like swelling. The patient reported that the device was fully charge up after removing it. It sometimes takes 2 to 3 day to charge

Manufacturer narrative:
Date of event: event date was asked but unknown, the patient was unable to communicate or estimate the first time this happened. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient saw the 376 insr error code screen and it was popping up off and on for an unknown amount of time. The patient spoke with a manufacturer representative about this issue multiple times. It was also reported they usually charged the ins once per week, but it usually ended up going into 2 or 3 days because it got hot on her or started to feel like it was burning. The patient clarified that the device does not burn them, but felt like it was swelling or was "tight back there". The patient plugged it [the insr] into charge it, and then plugged it in to charge the ins, and when they plugged it back in to charge and went to take it off a day later to finish charging, it didn't fully charge again, and it felt like it was "tighter than heck" back there so they usually just take it off. No further complications were reported or anticipated.